Event description:
The customer reported to olympus, the colonovideoscope channel was blocked. The issue was found during receipt inspection. The field service technician was on-site at a customer location and also found that the device forceps channel port had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
Corrected data: d9 (¿yes¿ was selected in error on the initial report), e2 (¿yes¿ was selected in error on the initial report), and h6 (type of investigation code ¿10¿ was listed in error on the initial report). H10: additional information including the reprocessing steps were unable to be obtained following three unsuccessful attempts. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle could not be identified. The suggested event is detectable by handling the device in accordance with the following section of the instructions for use: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.